Manufacturer narrative:
E1name: tandem country: united states of america address ¿ line 1: 11045 roselle street address ¿ line 2: suite 200 city: san diego state: california zip code: 92121 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set cannula bent after insertion on(B)(6) and also patient experienced high glucose levels which addressed by manual injection mdi.